Event description:
A facility reported that the locking knob on mayfield modified skull clamp (a1059) was loose. No information on patient involvement, injury, or surgical delay was received.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the complaint is confirmed via inspection of the unit. Unit required replacement of components to restore device to manufacturer¿s specifications. Lot code 114 indicates a 2011 manufacture date. Root cause - probable root cause is routine use and age-related wear of the device; unit is beyond integra¿s 7 years recommended life cycle (manufactured 2011). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a